Manufacturer narrative:
(B)(4). Device lot number not provided/unknown. Additional 510k number: k072642.

Event description:
It was reported that the abutment screw (ilrght) fractured. The fractured piece was removed from the implant and discarded.

Manufacturer narrative:
One certain titanium large hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region. The allegeed complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain titanium large hexed screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined.